Event description:
It was reported that bd syringe 10ml ll tip bulk convenience pak contained foreign matter. Verbatim: complaint via email. Email(s) attached. During visual inspection of lot 20260312 651b82 phenylephrine hci 1000 mcg in 10 ml of ns syringe, 1 syringe was discovered to have a foreign particulate. Unit is available for return upon request. Details for your investigation product 50ml syringe lot number 5282734 part number 309653 number of defective units (B)(4). Defect type during visual inspection 1 syringe was found to contain a foreign particulate product complaint (B)(4). Quantity (B)(4). Additional information received on 20mar2026 can you please provide an exact date of event in format ddmmmyyyy? The product was created 3/12/2026. The particulate was discovered 3/17/2026. Describe any patient harm, injury, complication or negative outcome that occurred as a result of the event. N/a no patient usage at this point. The description states, ¿during visual inspection of lot 20260312 (B)(6) phenylephrine hcl 1000 mcg in 10 ml of ns syringe.¿ however, the provided material number 309653 corresponds to a 50 ml product. Could you please recheck and confirm which material is impacted? The part number impacted is 309605. The lots associated with this lot are 5296589, 5303754, 5310147 could you please reconfirm the affected quantity. Lot 5303754 (B)(4). Lot 5310147 (B)(4). Lot 5296589 (B)(4). The foreign matter was inside the fluid pathway of the syringe.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Manufacturer narrative:
Pr (B)(4) follow up for device evaluation. It was reported that during visual inspection, one syringe was found to contain a foreign particulate. To support the investigation, one sample was provided to the quality team. Due to its contaminated condition, the sample was not forwarded to the canaan plant. Visual inspection was performed by two associates at the complaint handling unit site, and no foreign material was observed. An unused physical sample exhibiting the same defect was required to enable a more thorough evaluation and potential root cause determination. A device history record review was completed for material number 309605, lots 5296589, 5303754, and 5310147. All in process and final visual inspections were performed as required, and no quality notifications related to the reported condition were identified. The lots met acceptance criteria per the inspection control plan, were approved for shipment, and are in compliance with applicable product specifications.